Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular and left ventricular pacing impedance measurements. The patient was brought into clinic where testing yielded acceptable measurements. A stored episode was observed with some noise. The pocket was manipulated and loss of capture was observed on the right and left ventricular channel, however the device continued to pace. It was reported the patient was pacer dependent and had approximately ten seconds of asystole. The patient experienced dizziness during the asystole. The device was programmed to maximum outputs for both the right ventricular (rv) rate/sense and left ventricular channels and capture was obtained. The lv lead had been programmed tip to rv and was temporarily programmed to tip to can. An invasive procedure was performed to assess the rate/sense connection. It was found that the terminal pin was not fully inserted into the device header. The terminal pin was advanced in the device header which resolved the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.